Event description:
Pt with no known latex allergy experienced severe allergic reaction during urodynamics procedure. To ameliorate the pt's condition, catheter removed, and IV started and anaphlaxis treatment given. Pt's condition returned to normal thereafter. Due to the success of the anaphlaxis treatment, health professional believes the pt went into analphylactic condition as a result of latex allergy.